Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, the pump battery was depleting quickly. Reportedly, the customer declined to provide additional information, and declined troubleshooting with tandem technical support. There was no reported impact to the customer¿s blood glucose.